Manufacturer narrative:
It was reported that the large knock plate for polarstem broke off during impaction. All pieces were recovered from the patient, the patient was not harmed and no delay was recorded. The complaint device, used in treatment, was not returned for investigation. The reported failure mode could not be confirmed. The batch number was not provided hence the complaint history review and production documentation review could not be performed. Based on the conducted investigation, the root cause could not be determined conclusively. Should additional information will become available, the complaint investigation will be reopened. Due to the lack of information, further actions are not deemed necessary at this time. Smith+nephew will continue to monitor for similar issues.

Event description:
It was reported that the large knock plate for polar stem broke off during impaction. All pieces were recovered from the patient. No harm to patient or staff. No delay was recorded and the backup availability is unknown.